Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4).

Event description:
It was reported that balloon deflation issue occurred. The target lesion was located in the moderately tortuous and non calcified aorta. After placement of a non-bsc stent, a 27/7/2/100mm equalizer¿ balloon catheter was inserted onto the amplatz guide wire and was advanced for post- dilatation. Subsequently, dilatation was performed four times inside the main body of the stent. When dilatation of the leg part was performed, the balloon was unable to deflate completely. The device was able to remove as it was slightly deflated and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original box. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The balloon did not show visual defects, it looks normal. The catheter of the device has a kink near the bifurcation located in the proximal end. The bonds of the balloon were inspected and they looked intact and continuous. The inner radio opaque (ro) markers inside the balloon was inspected for any sharp edge, but they did not show abnormalities. The balloon was inflated up to its recommended inflation volume and no issues were noted. There were no leaks, holes, pinholes noted and the balloon was able to hold the pressure. A deflation test was performed to the returned device, the balloon was inflated up to its recommended inflation volume and after that, the deflation time was measured, it took approximately 3 seconds to be completely deflated which was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon deflation issue occurred. The target lesion was located in the moderately tortuous and non calcified aorta. After placement of a non-bsc stent, a 27/7/2/100mm equalizer¿ balloon catheter was inserted onto the amplatz guide wire and was advanced for post- dilatation. Subsequently, dilatation was performed four times inside the main body of the stent. When dilatation of the leg part was performed, the balloon was unable to deflate completely. The device was able to remove as it was slightly deflated and the procedure was completed. No patient complications were reported and the patient's status was good.